Manufacturer narrative:
A picture of the plug was provided by the customer where there was visible soot and signs of thermal discoloration observed on the outer casing of the plug. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. Monitoring respiration rate from photophlethysmogram (masimo rrp) is indicated for adult and pediatric patients greater than two years old. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The customer refused to return the unit for inspection, therefore a root cause into the reported malfunction could not be confirmed. The customer replaced the power cable to resolve the issue. Although there was no injury reported, if the unit were to short circuit and result in thermal charring during use, it could cause or contribute to a death or serious injury if this were to recur. Therefore baxter is reporting this device malfunction.

Event description:
It was reported that the fuse on the unit tripped due to an electrical short circuit. There was no reported injury. This incident was captured under hillrom complaint (B)(4).